Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the pt experienced myocardial infraction, chest pain, and angina. The 90% stenosed target lesion located in the proximal and mid left anterior descending (lad) was 24 mm long with a 3.50 mm reference vessel diameter. The target lesion was predilated and treated with the placement of a 3.50 x 28 mm taxus express2 stent. Two add'l stents (3.0 x 3 mm and 2.65 x 16 mm) were placed due to residual distal edge stenosis with 0% residual stenosis. "Cardiac enzymes were elevated consistent with the protocol definition of a myocardial infraction (mi). In 2007, a 30 day f/u visit revealed the pt had been experiencing "exertional throat tightness and arm tingling" few days post index procedure. Nuclear stress test revealed "exertional chest pain with anterior ischemic defect." Thirty-four days post index procedure revealed "proximal to mid had patent sequential stents, focal region at upper stent edge which had an asymmetric tapering." Per intravascular ultrasound (ivus) "just to above stent segment 80% stenosis was distal to 1st diagonal and proximal to stented segment." The physician treated the proximal lad with a 3.5 x 8 mm taxus stent, the distal edge of which overlapped the previously placed stent. The pt was discharged on aspirin and clopidogrel.